Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4557 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular pacing lead was explanted and replaced because it was old, had dislodged, and could not be repositioned. No patient complications have been reported as a result of this event.